Event description:
On (B)(6) 2012, the reporter claimed the patient has not been on insulin pump therapy for over one year because he could not keep his blood glucose readings within the 120 mg/dl range. He suffered a hyperglycemic episode around (B)(6) 2011 when his blood glucose was at 450 mg/dl and required medical treatment at the ER with fluids. At the time of concern, he had symptoms of headache and vomiting and tested positive for ketones. His blood glucose eventually subsided to 120 mg/dl. While he was on insulin pump therapy, his blood glucose was elevated in the 200-400 mg/dl range. Although his doctor made changes to his basal insulin at the time, the patient subsequently went off of insulin pump therapy and reverted to insulin treatment via syringe. The reporter did not want to review the subject insulin pump since the patient has not used it over a year. The animas pump was replaced and requested back for investigation. This complaint is being reported because the patient had unexplained elevated blood glucose and required hcp treatment while on insulin pump therapy. It is not clear whether product malfunction, diabetes management, use error, or intentional misuse was involved with the patient's alleged condition.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.